Event description:
Reportedly there was difficulty deploying this stent. When it was deployed it was noted that there was a 7mm gap between the first stent and this stent. The doctor used a viabond to cover the gap.